Manufacturer narrative:
627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable over time due to the patient not recharging her ipg as recommended. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's underwent surgical intervention. A review of the manufacturer's device record database revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.